Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identified a crease smooth opening on posterior due to an fold flaw opening and three striated openings on posterior due to an fold flaw opening. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.